Event description:
It was reported that noise had been observed on the right ventricular lead. No patient symptoms were reported. The lead was explanted and replaced during a device changeout procedure. The patient was in good condition following the procedure and would be monitored through routine follow-up.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis found that the lead was returned in two pieces. The insulation was abraded at 30.5cm to 31.5cm from the distal tip, which exposed the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device or feature of the heart. The damage found likely resulted in the reported noise anomaly.